Event description:
Letter from the attorney for the pt seeks to recover damages incurred when pt had spinal decompression and interbody fusion l4-5 vertebra and decompression l2-3 vertebra. During the surgery, the surgeon misplaced screws putting them through plaintiff's nerve roots bilaterally. A document rec'd at medtronic reports, "a neuromonitoring system failed to detect this surgical error and plaintiff suffered irreversible nerve root damage."

Manufacturer narrative:
A medwatch form was not rec'd from the reporter. Any missing or incomplete data on this form 3500a is the result of info not being provided or released by the reporter. This product was being used for treatment, not diagnosis. A review of the complaint history indicates no trends for this product. No non-conformances were written against the reported mfg lot. Of the available records, the device in question has not been in for service and repair to the medtronic xomed inc. Facility, or reported as malfunctioning while being in the field over 4 years. Medtronic xomed recommends preventative maintenance and screen calibration scheduled at yearly intervals. The nim 2.0 is a class ii medical device and complies with applicable sections, of the accepted standards, including but are not limited to; cfr title 21, iso, (B)(4), mdd, cispr and ul.